Event description:
A malfunction alarm, noted as "malf 1," was reported with no notable events occurring before the issue. There was no notable impact on the customer's blood glucose level, with the value remaining below 500 mg/dl. To resolve the matter, the customer was advised to use multiple daily injections as a backup therapy. Tandem technical support sent a replacement pump, instructed the customer on storage procedures for the current pump, and confirmed that the customer understood the necessary actions, including returning the faulty pump using a pre-paid label.